Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that when the patient was trying to use the recharger for the first time on 2020-dec-07, she got por (power on reset) message. The patient tried connecting to the implantable neurostimulator with the patient programmer, but got a warning por screen. After bypassing the por message, the patient indicated that she was able to see charging on the main screen of recharger. Contributing factors to this event was that the patient had lost her recharger in a move back in september 2020.